Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty procedure on (B)(6) 2014 as part of the (B)(6) clinical study. According to the complainant, the patient underwent her third bronchial thermoplasty treatment to the right and left upper lobes on (B)(6) 2014. The procedure was completed with no issues noted to the device. On (B)(6) 2014, the patient experienced hemoptysis. The patient was hospitalized and underwent a bronchoscopy with management of the hemoptysis. The patient was discharged from the hospital on (B)(6) 2014. The event was considered to be resolved as of (B)(6) 2014. Baseline spirometry values visit date: 14apr2014 pre-bronchodilator fev1: 1.98 fev1 % predicted: 53.00 fvc: 3.67 fvc % predicted: 80.00 post-bronchodilator fev1: 2.60 fev1 % predicted: 70.00 fvc: 4.08 fvc % predicted: 89.00

Manufacturer narrative:
Di: (B)(4). Study source: (B)(6) clinical study. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty procedure on (B)(6) 2014 as part of the bt registry clinical study. According to the complainant, the patient underwent her third bronchial thermoplasty treatment to the right and left upper lobes on (B)(6) 2014. The procedure was completed with no issues noted to the device. On (B)(6) 2014, the patient experienced hemoptysis. The patient was hospitalized and underwent a bronchoscopy with management of the hemoptysis. The patient was discharged from the hospital on (B)(6) 2014. The event was considered to be resolved as of (B)(6) 2014. Baseline spirometry values: visit date: (B)(6) 2014, pre-bronchodilator: fev1: 1.98, fev1 % predicted: 53.00, fvc: 3.67, fvc % predicted: 80.00. Post-bronchodilator: fev1: 2.60, fev1 % predicted: 70.00, fvc: 4.08, fvc % predicted: 89.00. Additional information received on 14mar2016. On (B)(6) 2014, the patient was seen in the emergency room for hemoptysis. The patient was admitted to the hospital for further management and care, which included treatment with azithromycin, prednisone and tranexamic acid. The patient's blood chemistry was normal and a chest x-ray showed no injuries. A chest CT scan was also performed and showed a presence of nuanced hemorrhage in the upper right perihilar area, as well as the presence of intraluminal material in the proximal segment of the bronchus to the anterior segment of the right upper lobe. The intraluminal material has not been identified. Hemoptysis was absent for several days so the patient was discharged from the hospital on (B)(6) 2014 and was scheduled for an outpatient bronchoscopy on (B)(6) 2014. The event was considered to be resolved as of (B)(6) 2014. Additional information received on 18oct2016. The 'intraluminal material' was identified as a blood clot.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty procedure on (B)(6) 2014 as part of the (B)(4) clinical study. According to the complainant, the patient underwent her third bronchial thermoplasty treatment to the right and left upper lobes on (B)(6) 2014. The procedure was completed with no issues noted to the device. On (B)(6) 2014, the patient experienced hemoptysis. The patient was hospitalized and underwent a bronchoscopy with management of the hemoptysis. The patient was discharged from the hospital on (B)(6) 2014. The event was considered to be resolved as of (B)(6) 2014. Baseline spirometry values: visit date: (B)(6) 2014: pre-bronchodilator: fev1: 1.98; fev1 % predicted: 53.00; fvc: 3.67; fvc % predicted: 80.00. Post-bronchodilator: fev1: 2.60; fev1 % predicted: 70.00; fvc: 4.08; fvc % predicted: 89.00. Additional information received on 14mar2016 on (B)(6) 2014, the patient was seen in the emergency room for hemoptysis. The patient was admitted to the hospital for further management and care, which included treatment with azithromycin, prednisone and tranexamic acid. The patient's blood chemistry was normal and a chest x-ray showed no injuries. A chest CT scan was also performed and showed a presence of nuanced hemorrhage in the upper right perihilar area, as well as the presence of intraluminal material in the proximal segment of the bronchus to the anterior segment of the right upper lobe. The intraluminal material has not been identified. Hemoptysis was absent for several days so the patient was discharged from the hospital on (B)(6) 2014 and was scheduled for an outpatient bronchoscopy on (B)(6) 2014. The event was considered to be resolved as of (B)(6) 2014.